Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced an infection near their ipg site. As a result, the device was explanted and the patient was given antibiotics.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformance's were found. The returned ipg successfully communicated with all lab utilities and the returned device was functionally tested on the automated test equipment and all portions of the autotest. Passed.